Manufacturer narrative:
The device was not returned to edwards for observation, however, a review of the images provided by the site revealed the following: one (1) strut bent outward approximately 180 degrees on inflow side of the valve. One (1) strut remained bent outward post-deployment. The 3mensio report showed the patient's access vessel was tortuous. Calcification present near femoral bifurcation. A device history review (DHR) was done on work orders related to the manufacturing of the devices and components that could potentially contribute to the complaint. The work orders did not reveal any manufacturing non-conformance issues that would have contributed to the complaint event. A lot history review was performed and revealed no other similar complaint related to frame damage during use. Although the complaint for frame damaged during use was confirmed, a complaint history review is not required as the issue has been previously identified in a product risk assessment, which captures root cause analysis for the issue. The instructions for use (IFU) for the commander delivery system with sapien 3 ultra valve and the device preparation training manual and procedural training manual was reviewed for instructions or guidance for proper preparation and use of the devices. Based on the review of the IFU and training manual, no deficiencies were identified. During manufacturing, all sapien 3 ultra assemblies are 100% visually inspected by both manufacturing and quality for material loss, are 100% visually inspected for valve od (outer diameter), 100% visually inspected under 8x magnification for defects before and after holder attachment. Prior to final packaging, 100% visual inspection of the valves were performed at preliminary packaging to ensure there was no damage to the valves from the process. These manufacturing inspections support that it is unlikely that a non-conformance contributed to the reported complaint. The complaint for frame damaged during use was confirmed from the evaluation of the provided images. A review of the DHR, and lot history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of manufacturing mitigations supports that proper inspections are in place to detect issues relating to the complaint. A review of the IFU and training manuals revealed no deficiencies. As reported, ]while reviewing the images, the doctor noticed that one of the struts on the inflow portion of the valve was bent, pre deployment'. Although information regarding delivery system advancement through esheath was not provided for this case, it is possible that resistance was encountered during delivery system advancement due to vessel tortuosity and calcification. Per procedure training manual, 'push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification.' As seen in 3mensio report, patient's access vessel was tortuous and calcification was present near femoral bifurcation. Presence of tortuosity creates a challenging pathway as it can create sub-optimal angles for delivery system/thv insertion through sheath. This may lead to non-coaxial delivery system insertion, which would result in increased resistance and require higher push force for delivery system/thv advancement. As captured in an edwards product risk assessment and CAPA, it has been identified that high push force/resistance of commander delivery system with s3 ultra valve through esheath can cause secondary failures such as valve frame damage. If high push force was applied to advance the delivery system, strut(s) on inflow side of the valve could get damaged. These patient/procedural conditions, in conjunction with the exposed apices of the crimped s3u thv, may increase the rate of frame damage. A CAPA has identified potential areas for s3u design/process improvement to mitigate against the failure. Additionally, as there were no difficulties encountered during the valve alignment process, this further supports that insertion difficulty may have contributed to the complaint event. Although a definitive root cause is unable to be determined at this time, available information suggests that patient (tortuosity/calcification) may have contributed to the complaint event. A risk assessment was performed on the reported event and revealed no evidence of product non-conformances or labeling/IFU inadequacies identified in the evaluation. Therefore, the review of risk management file is complete, and no further action is required. The complaint for frame damaged during use was confirmed. No manufacturing non-conformances were identified during the evaluation. A definitive root cause was unable to be determined; however, available information suggests that patient factors (tortuosity/calcification) may have contributed to the complaint event. Although no labeling or IFU/training inadequacies were identified, a product risk assessment has previously been initiated to capture the product risk assessment, and a CAPA was previously initiated to capture further investigation and corrective/preventive action activities. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
UDI: (B)(4);  investigation is still ongoing.

Event description:
As reported by the field clinical specialist (fcs), pre deployment of the 26mm sapien 3 ultra valve for a transfemoral tavr procedure, image review revealed one of the struts on the inflow portion of the valve was bent. There were no difficulties noted during valve alignment or while crossing the native annulus. There was no report of any patient harm associated with this reported event.